Manufacturer narrative:
Malformed clip. Evaluation summary: the analysis results for the instrument confirmed that it was non-functional. The instrument was cycled and sideways fed the clips and jammed the instrument. No conclusion could be reached as to what may have caused the feeding and jamming issue. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic urological procedure that the instrument jammed on the third clip. Opened a new box to complete the case. There was no adverse pt consequence.